Manufacturer narrative:
Additional information; section d9: device available for evaluation: yes section d9: returned to manufacturer on: 3/16/2021 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Based on the return condition of the lens, no further product evaluation is required. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. No non conformance/ exception report (nc/ER) was found as part of this manufacturing records review. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) had haptic bent upon loading and the doctor noticed after inserting into eye. Doctor chose to cut lens out and get a new lens. There was contact with cartridge tip and haptic/optic with eye. No other information was provided.